Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot up. Upon troubleshooting, the rse instructed the customer to check the host computer in cabinet m and found the disk bay leds were off. The rse found that host pc software was not loading. To resolve the reported issue, the rse instructed the customer to turn off and on to the host pc by using the front button and pressed the disk bay buttons. After this, the host pc started up normally and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to initialize. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.